Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2 pipeline stents were involved in an event where additional placement was needed due to movement, contraction or misplacement of the flow diverter. The patient was being treated for a unruptured sacciform aneurysm in the c7 section of the the left side internal carotid artery (ica). The aneurysm diameter height was 9.1 mm, dome 12.9 mm, neck 7.1 mm, and max diameter was 13.4 mm. Antiplatelet therapy: yes.